Event description:
It was reported that the patient presented remotely via Merlin.net. It was noted that the implantable cardiac monitor (ICM) exhibited post-sensed T-wave oversensing. No intervention was performed. The patient was in a stable condition.